Event description:
Customer reported sparks coming from the usb port of their device. There was no adverse impact to the customer's blood glucose level. To resolve the issue, a replacement pump was sent to the customer, and the customer reverted to multiple daily injections (mdi) as a backup therapy. The customer was informed on how to put the pump into storage mode before returning it with a prepaid label. The device was still under warranty, and the customer acknowledged all instructions.